Event description:
It was reported that the ventilator powered on but did not ventilate. It is unk whether the ventilator alarmed when the reported problem occurred. The ventilator was not connected to a pt.